Event description:
It was reported that the customer received a reminder alarm on the insulin pump and it cannot be cleared. Blood glucose value was 260 mg/dl. Nothing further reported.

Manufacturer narrative:
The down arrow button on the insulin pump was unresponsive due to corroded keypad trace. The device was received with minor scratched display window, cracked reservoir tube lip, and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.